Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. Failure analysis did not replicate nor confirm the customer reported complaint "doesn't spin properly". The instrument was visually inspected internally and externally, and no issues were identified. The instrument passed the grip test. The fbf instrument was tested on an in-house system, and it passed the recognition and engagement tests. The grip tips opened and closed properly. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not spin properly. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The issue occurred with the surgeon's head inside the surgeon side console (ssc) viewer. The surgeon was attempting to manipulate instruments from the ssc. The failure was not related to an inability to move the instrument. The movements of the surgeon did scale appropriately to the instrument. The instrument did move in the intended direction. There were some shakiness and friction observed. Timing of instrument movement was not appropriate. The arms had collided prior to the malfunction. The customer moved the arms to resolve the issue. There was no injury. The device was inspected prior to use and no damage was observed.